Event description:
A literature study was conducted to evaluate the safety and effectiveness of cataract surgery. It was reported that the system with posterior capsule rupture in the unknown eye during cataract surgery and the procedure requires anterior vitrectomy.

Manufacturer narrative:
H.3. H.6. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
All device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. The serial is unknown; therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).